Event description:
The patient reported that the right ventricular lead malfunctioned and delivered 'some big shocks'. The lead was explanted. No patient complications have been reported as a result of this event. Additional information was received reporting that there was artifact and that the lead was dislodged.